Event description:
The customer reported that during use of this concept suture passer needle with the suture passer (item #(B)(4)) in a shoulder rotator cuff repair on (B)(6) 2011, the tip of the needle broke off inside the surgical site. The broken tip was not located and the surgeon elected to discontinue the search because he believed that it would do more harm than good trying to remove the broken tip. There was no patient injury and no significant delay with this reported problem. The surgery was completed using another needle with the same passer without any further problems.

Manufacturer narrative:
The suture passer needle associated with this event was discarded at the user facility, therefore an evaluation could not be performed. This needle is composed of a shaft and blade made of (B)(4) super elastic nitinol and a tab made of (B)(4). Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches and orthodontic devices. A review of the device history record shows no discrepancies. This is a newly released product ((B)(6) 2011) and a review of complaint history shows no other complaints for this item and lot number with this failure. The use of this product is technique dependent and the dfmea for this product addresses needle breakage as an acceptable risk. To date, there have been no reports of serious injuries related to this failure. The information for use (IFU) provides the user the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may occur.

Manufacturer narrative:
Correction to the product release date. The correct information should be (B)(4) 2010.